Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked during basal/bolus/fill cannula. Customer's blood glucose reading at the time of the incident ranged from 300 to 510 mg/dl. Customer reported a bent cannula on the infusion set. Product is not expected to return.